Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's primary system controller showed lines on the display screen, but only when looking through past alarm history on the system controller. The system controller was functioning as normal. The pictures were provided to technical services and they were advised to change the system controller. They plan to do a system controller exchange.